Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the ventricular exhibited high capture threshold of 3.5v at 0.5ms. The lead remains implanted.